Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May 03, 2017: litigation received. Pfs alleges severe pain, dislocation, discomfort, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal and particles to be released into patient's blood, tissue and bone surrounding the implant. It was also reported that the patient had a revision on (B)(6) 2010 and (B)(6) 2011. It is unknown what components were removed during the revision and it is also unknown if depuy components were implanted. No medical records and laboratory values provided. Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges swelling in left leg. After review of medical records for the MDR reportability, patient was revised due to dislocated antibiotic spacer. Revision notes stated that the wound released a significant amount of collected seronsanguineous fluid mixed with blood. The antibiotic spacer was immediately apparent and was removed. It was previously reported on the litigation that patient underwent surgery on (B)(6) 2010, and on (B)(6) 2011, however ,there were no medical records. Shall there be new information received , another complaint will be created. Added cup and hole eliminator. Product codes and lot numbers were provided. This complaint was updated on jul 5, 2017.